Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a parent of the patient that the implantable cardiac monitor (icm) experienced migration, having shifted downward about an inch from where it was originally implanted. The icm remains in use. No patient complications have been reported as a result of this event.